Event description:
The legal guardian (lg) contacted the manufacturer on (B)(6) 2026 to report multiple pods detaching before the intended wear time. During the call, lg explained that the patient has a longstanding history of skin irritation associated with pod use. According to lg, the patient frequently develops red and inflamed skin at pod sites, which often results in early pod removal. Lg reported that the patient previously received medical treatment for recurrent skin irritation. Years earlier, a local general practitioner (gp) prescribed elecon and fucidine creams for similar skin issues, and the same treatments continue to be prescribed as irritation persists. The most recent prescription renewal occurred approximately six months prior, though lg was unable to provide an exact date. Lg stated that the patient sought medical attention on (B)(6) 2025 at a local pharmacy to renew the prescription for these creams that was pending gp's approval. At that time, no pod was in place because the patient had removed the device due to red and inflamed skin. Lg described the symptoms as redness and inflammation. Treatment consisted of elecon and fucidine creams; no additional information on dosage, strength, or duration of use was provided. Regarding pod performance, lg reported that pods had fallen off prior to completing the intended wear duration. As part of the adherence routine, lg used adhesive spray (cavillon) and prepared sites by washing with soap and water followed by alcohol. After the most recent events, a new pod was successfully applied. Lg did not report any changes in the patient's blood glucose levels. The medical attention sought date will be used as the occurrence date for reporting purposes.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the skin irritation. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.